Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Narrow in diameter aorta. Evaluation conclusion: narrow in diameter aorta.

Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter thoracic aortic aneurysm at the level of the subclavian artery. The patient had previous surgery on a coarctation (aortic narrowing) repair and an ascending to descending bypass. Vessel morphology was reported as the aortic diameter proximal to the taa is 17 mm, and the distal diameter is 20 mm. Vessels were otherwise unremarkable. It was reported that a talent captivia graft was placed proximally without issues. After deployment and upon device removal, the nose cone was getting stuck at the aortic narrowing. After applying slow steady pressure, the nose cone was freed and the device able to be removed, there was no patient injury. A second talent captivia graft was placed distally without issues. The grafts were modeled with a reliant balloon. On the final angiogram there was an unknown endoleak (type 1 or type IV) was seen and could not be corrected by ballooning. (Ref MFR#2953200-2011-00544). A third talent captivia proximal main (ref MFR#2953200-2011-00545) then placed, but on the final angiogram, there was still an unknown endoleak. After the case, the left subclavian was embolized with an amplatz plug. One last image was taken, and there was still an unknown endoleak. The patient will be monitored in 30 days. No clinical sequelae were reported, and the patient is fine.